Event description:
It was reported that during treatment of a lesion in the right coronary artery (rca), the vessel was perforated by an unspecified device. The 3.5x16mm graftmaster stent implant was successfully deployed without issue; however, the perforation was not fully sealed. The 3.5x19mm graftmaster stent implant was successfully deployed without issue; however, the perforation still was not fully sealed and appeared to spiral. The patient was transferred to the operating room (or) for a pericardial window; however, the patient expired before the pericardial window could be completed. No autopsy was performed as the cause of death was attributed to the perforation. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for a stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of perforation and death, as listed in the graftmaster instructions for use (IFU) are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure. The 3.5x16mm graftmaster referenced in is being filed under a separate medwatch MFR number.